Event description:
During the index procedure an endeavor sprint rapid exchange drug eluting stent was implanted in the proximal lcx. Approximately 47 months post index procedure the patient suffered a stroke. The investigator has assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (cva/stroke). (B)(4).